Event description:
The user facility reported that the tip broke off in surgery and caused damage to the customer and possibly retained part of the tip.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The manufacturing and inspection database was reviewed and no non-conformances were identified with this product lot. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.